Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the leads were connected to the device and no pacing was available. When the leads were connected to the pacing system analyzer (psa) and pacing was available. The device was replaced to resolve the issue. The patient was stable.

Manufacturer narrative:
The device was received in normal working conditions, with battery voltage near beginning of life (bol) level. Electrical and mechanical tests were performed, as well as an output verification test under field settings which indicated the device exhibited normal characteristics. Visual inspection of the header and connectors did not find foreign material or contaminants that could have contributed to the reported complaint. A longevity assessment was performed and the pacer was in normal range of operation with appropriate remaining longevity. The reported event of pacer stimulation anomaly was not confirmed.